Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The left ventricular lead exhibited low impedance. No medical intervention was reported. The patient would continue to be monitored.